Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 30 nov 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed the suspect iol to be cut into three pieces, and lens damage. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to patient felt discomfort in visual acuity as the iol diopter did not fit. The patient's distance visual acuity dropped to decimal 0.5. (Manifest refraction (mr) -1.0). The patient complained that his eyes were blurry. The incision was enlarged, however, a vitrectomy was not required. Patient is temporarily impaired and daily activities were significantly affected. Through follow-up, it was learned that the patient outcome was plano, post-operative day 6 (pod #6) (far 1.0, near 1.0). No further information available.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.